Event description:
Related manufacturer reference number: 1627487-2022-03309. It was reported the patient experienced rejection of the silk suture that secured the lead anchors. As a result, the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.